Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s system controller illuminating a red heart led with no associated alarm was confirmed. The provided log file, as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 15 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events or alarms were observed. The returned system controller (serial number (B)(6)) was functionally tested. Upon connecting the controller to the driveline, the right side of the controller¿s red heart remained illuminated after the mock loop ramped up to the fixed speed. No atypical alarms occurred as a result of this led being active. The controller operated the mock loop and displayed other alarms as intended despite the red heart led being active. The system controller¿s front panel was removed to inspect its membrane printed circuit board (pcb). After the front panel was removed, the red heart leds functioned as intended and no longer remained active during typical operation. Further self-tests were performed to illuminate all of the controller¿s leds, the controller was powered off and on and disconnected and reconnected to the driveline multiple times, and the controller¿s front panel was pressed against its membrane pcb after being removed, and no further atypical events were able to be reproduced. Due to the issue resolving after removing the front panel, further isolation of the root cause was not possible. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental finding: fluid ingress within the system controller and its power cables. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump MFR # 2916596-2023-06504. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a red heart led illuminated on their system controller with no associated alarms. The patient presented to clinic, and it was confirmed that there were no associated alarms on the controller or in the history. The left ventricular assist device (lvad) had a hum sound present and appeared to the otherwise working.